Event description:
It was reported that the customer passed away. The caller stated that the customer was alone for one or two days before she was found. It was stated that the customer was not connected to the insulin pump at the time of death, but it was not known how long she had been disconnected. It was stated that the customer had several health problems like diabetes, heart problems, kidney problems and hypothyroidism. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked case near the display window corner was noted during the visual inspection. No data was available to the insulin pump being returned without a battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.